Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. Evaluation results findings (components/results), 1 device: hydraulic system / no findings available, 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 2 malfunction event(s), where it was reported the devices experienced drifting down slowly. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: hydraulic system/mechanical problem identified.

Event description:
No new information.

Manufacturer narrative:
1 device that was originally coded as not made available by the customer was found that it was evaluated and it was determined the device experienced litter/jacks cannot be raised, which is not reportable.

Event description:
This report now summarizes 1 malfunction events(s), instead of 2.